Event description:
During final ballooning of the distal end of the contralateral leg component of the excluder bifurcated endoprosthesis, the pt's pressure dropped and it was discovered that the right iliac vessel had dissected. The decision was then made to convert the pt to an open surgical repair of both the aaa and the iliac vessel. Pt required blood transusion in excess of five units. At last report, the pt was recovering well and had been released from the hosp in 2003. The physician has made no allegation of deficiency related to the excluder device and believes the vessel dissection was caused by a balloon injury to the vessel.